Event description:
During routing preventative maintenance, the roller pump displayed "pump jam" while in the reverse direction. The pump ran fine in the forward direction. There was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.